Manufacturer narrative:
H6: codes have been updated based on new information received. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the cause pf the pump alarm was due to the patient missing a pump fill. When asked for the cause of the empty pump, the hcp stated (?) To ask patient and for pain management. When asked if the pump alarm, empty pump and patient symptoms had resolved, the hcp stated it was unknown and they had not seen the patient since february.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (unknown dosage and concentration) via an implantable infusion pump for intractable spasticity. It was reported that the patient is in the emergency room (ER) with an alarming pump. The pump was last filled on (B)(6) , 2025 and they suspect that it is empty. The hcp stated that the patient is experiencing worsening pain and spasticity in their right leg. The hcp inquired about having the pump interrogated. The agent on the call provided contact info for the national answering service.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.